Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and the screen went blank. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No unexpected restart alarm was noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or display anomaly noted. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.